Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-23. H6: investigation summary: bd had received 1 sample and 2 photos for investigation. The photos were reviewed and the indicated failure mode for defective stopper molding with the incident lot was observed. The customer samples were evaluated by visual examination and the indicated failure mode of defective stopper molding with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Event description:
It was reported that prior to use with bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg the cap was discovered to be cracked. The following information was provided by the initial reporter: customer found one ppt tube which has a crack on its hemogard cap.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective stopper molding with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg the cap was discovered to be cracked. The following information was provided by the initial reporter: customer found one ppt tube which has a crack on its hemogard cap.

Event description:
It was reported that prior to use with bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg the cap was discovered to be cracked. The following information was provided by the initial reporter: customer found one ppt tube which has a crack on its hemogard cap.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective stopper molding with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The retention samples were inspected with no issues being identified. H3 other text : see h.10.